Event description:
There was no patient involved in this event. This device malfunctioned because the red status led is flashing after a software upgrade.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2012. On (B)(6) 2012 there are multiple events on the same day which would indicate the device was switching itself on automatically and continue until (B)(6) 2012. The recorded temperature during these events was as high as 55 degree c. The reported problem with the red led status was attributed to a depleted pad-pak during the software upgrade. The multiple manual events are attributed to a depleted pad-pak during the software upgrade. The multiple manual events are attributed to a failing device membrane. The exposure of the device to adverse environmental conditions can have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.